Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical inspection identified plastic deformation on the upper portions of both the extender mas head male interface features, and the mas head extender interface female features. Unable to inspect extender mas interface features due to deformation. Dimensional inspection of the mas head width and depth of the extender interface features, confirmed conformance to print specification. The deformation of both features is consistent with overload. The above observations are consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during procedure, "the screw was detached from an extender. The screw was removed from the patient once, and it was loaded to the extender again. However, the screw was detached from the extender again. The surgeon commented that the extender was not able to hold a screw rigidly." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.